Event description:
The complainant alleged that during an attempt to defibrillate a pt (age and gender unk), the device failed to discharge. The complainant indicated that the clinician was able to obtain set of handles to treat the pt. The complainant did not indicate if there was an adverse effect to the pt as a result of the reported malfunction.